Event description:
It was reported that during use the renasys f medium w/soft port pump detected ¿blockage¿. Warning went off after 3 minutes. The procedure finished with a smith and nephew backup device. No patient injury. No delay.

Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. Photos were provided for review. A relationship between the reported event and device could be established however a root cause could not be determined. The lot number provided is invalid, a DHR review could not be performed. A complaint history review found other related failures. Probable root cause maybe kinks, leaks and blockages in the vacuum circuit, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.